Manufacturer narrative:
Additional information received; it was confirmed the ib endoleak was identified one day post the index procedure on the and the secondary procedure took place on the same date. It was reported the cause of the user error and type ib endoleak was because the physician did not land the first iliac graft far enough into the common iliac artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 51 mm abdominal aortic aneurysm. It was reported that a CT was performed two days later, where a type 1b endoleak was noted in the left common artery. A etlw1620c82e was implanted to treat the event. The endoleak was resolved. As per the physician, cause of the event was user error no additional clinical sequelae were reported and the patient is fine.